Event description:
This is report 2 of 3 for (B)(4). It was reported by the sales rep that during a shoulder scope procedure on (B)(6) 2022, it was observed that the white plastic portion on the expressew iii needle device was not seated correctly in the groove, causing it to snap off when used in the expressew gun. Another like device was used to complete the procedure with a delay of 30 minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. The device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H1 additional narrative: investigation summary: the complaint device is not being returned, they was discarded, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, only one device was visible. It could be observed that the white plastic is attached in the needle, also, it is incorrectly positioned, it is not seated in its corresponding mark on the shaft. It is not possible to see the entire device to evaluate its condition; therefore, this complaint can be confirmed. A manufacturing record evaluation was performed for the finished device 67255, and no non-conformances were identified. Complaints have been filed regarding the expressew iii needles as part of the expressew iii autocapture flexible suture passer system. This system is indicated for passing suture through tissue in open or arthroscopic surgery. The white flag is used to properly load or unload the needle within the expressew iii re-usable instrument. The incorrect position of the white plastic flag issue has been reviewed. A nonconformance was opened to track this failure with the supplier as well as an internal investigation at the escalation board. A deeper investigation will be performed under this action. Depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.